Event description:
Inbound. Pt reported this is the fourth time that remodulin cassette caused cadd legacy pump to alarm no disposable, each time, the cassette was to be changed in 2 hours, close to the end of the 48 hour timeframe. Patient switch to new cassette and pump. No lot number available. Pump serial number is (B)(4). No further details provided.